Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed outgoing testing. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor evaluated electrode belt (B)(4) reported that the a patient was experiencing "adjust: belt" messages